Event description:
Rep reported that clinician was attempting to re-program a shunt being used in the lumbar region on fleuro. The settings were bouncing everywhere but where it should have been. They were eventually able to program the pressure to the desired setting. No adverse consequences. (B)(6) 2014, based on the new matrix that went into effect, this complaint is considered to be a reportable event classified as a serious injury.

Manufacturer narrative:
510k: k061876 & k050739. Upon completion of the investigation a follow up report will be filed.